Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study reported worsening gait since (B)(6) 2016, noting increased shuffling and cramping in left foot. The most recent interrogation prior to event was (B)(6) 2016. The patient was examined showing signs of slowing to stand from a chair and significant shuffling. Reprogramming had helped. On (B)(6) 2016, the patient was examined and showed slow shuffling gait and freezing in doorways, requiring the use of a walker. Reprogramming had helped again. The event was related to device or therapy, noting it was due to programming. The event resolved without sequelae (B)(6) 2016. Indications for use included parkinson's disease and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.